Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined the probe and syringe were leaking. The fe made necessary repairs/replacements and returned the analyzer to expected operation. This customer has not logged any similar complaints against the analyzer since the incident. (B) (4).

Event description:
The customer reported that the probe of the ortho provue analyzer leaked fluid into the screening cells and the "affirmagen". There was no indication erroneous results were reported, and no biohazard exposure occurred. Probe drip may lead to dilution of sample/ reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.